Event description:
It was reported that the patient presented in clinic with multiple episodes non-sustained oversensing. Myopotential oversensing was suspected. The patient will be monitored with routine follow ups.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.